Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts were stretched/misaligned in its mid-section. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no kinks or damages. Extrusion profile: a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 03feb2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported, however, device analysis revealed stent damage.

Event description:
Reportable based on device analysis completed on 03feb2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported, however, device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts were stretched/misaligned in its mid-section. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no kinks or damages. Extrusion profile: a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.